Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, a magnet was not placed on the implantable cardioverter defibrillator per manufacturer recommendation. The patient received two inappropriate shock as a result. The device was checked after the procedure and found to be functioning normally. The patient was reported to be in stable condition and doing fine post procedure.